Event description:
Pt was revised to address very limited flexion with knee pain. Surgeon performed soft tissue releases. Minor poly wear was found.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 4 years ago. Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info suggests the pt anatomy (tissue) was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated . Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.